Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run logs for the questioned sample were reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 and its components was performed. The review did not identify any issues, which could result in the reported complaint during the production, or the release testing for lot 505627. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627, and its components was performed, and did not identify any internal, or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review performed at the time of the investigation for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 identified two additional complaints potentially related to the reported issue. One ticket was resolved through troubleshooting and the other ticket was independently investigated concluding no product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer encountered one false positive sample when running the realtime sars-cov-2 assay. On (B)(6) 2020, the customer observed 1 patient sample that generated a positive result, but the customer suspected this result based on the patient history. Sample was retested on several other platforms giving negative results. The day after the same patient was retested with the realtime assay, and generated a negative result. Lamp hours is within specifications and optical calibration is still valid. Customer performed a contamination test, and the contamination swab test was negative. Complaint has been elevated for investigation. The result was not reported outside the lab as the tested patient was a lab technician that was negative before. There was no impact for the patient, as the clinician knowing the patient, didn't perform the quarantine. Additionally this was supported because other methods reported negative results, which confirmed the clinician's doubts. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.